Event description:
It was reported that the user experienced persistent hyperglycemia with continuous glucose readings at or above the high threshold following a sensor replacement and during subsequent ilet pump use, with alarms including high glucose, dosing stops soon, and sensor unavailable. Troubleshooting included rescanning the sensor, changing the infusion set, filling tubing and cannula, and later performing a full supply change after discovering the cartridge loaded was an old empty cartridge instead of the newly filled one. Symptoms included hyperglycemia without reported ketone testing or other clinical symptoms. Outcomes included continued high glucose for many hours that later trended downward without hospitalization or medical intervention. Investigation included technical troubleshooting, guided supply and infusion set changes, sensor rescan, and confirmation of proper cartridge installation. Investigation of this case revealed user handling error related to loading an empty cartridge that could have contributed to insulin underdelivery, while the precise root cause of the overall hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with contributory user handling. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.